Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were off the insulin pump for a period of time and believed that the insulin pump was not working properly. The customer also reported that they were hospitalized due to diabetic ketoacidosis. The customer's blood glucose was 287 mg/dl at the time of incident. The customer's blood glucose was 145 mg/dl at the time of call. The customer stated that they were throwing up and was nauseous. The customer stated that they were treated during the hospitalization. The customer stated that they were off the insulin pump greater than 48 hours. The insulin pump will not be returned for analysis.